Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The customer continued to use the pump for insulin therapy.